Event description:
It was reported that during a pulse generator replacement the device exhibited a mismatch between the printed report and the programmer display. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis was normal. No anomaly was found.